Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by breaking up boluses and resuming insulin to push the occlusion out, and subsequently changing the cartridge.